Event description:
A zoll distributor returned battery charger/modem sn: (B)(4) and report that the charger was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem would not power on. The cause of the problem was isolated a thermally damaged q1 current controlling transistor on the bedside board, and intermittent u104 (pxa) and u1003 (pld) components on computer analog (ca) board sn: (B)(4). The root cause of the damaged transistor was unable to be positively identified. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. No adverse event resulted from the defective battery charger/modem.